Event description:
The customer reported that her blood glucose was 400 mg/dl, which she treated with a bolus. Her symptoms were headache, lethargy, and not feeling well. The customer stated she did not have time to troubleshoot and would revert to a back-up insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).